Event description:
It was reported that pump battery would not charge even when customer used different working wall outlets, cables, and adapters, and charging connection was not recognized, although pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary, and technical support arranged replacement pump under warranty.